Manufacturer narrative:
Innovative health, llc became aware on 09-jul-2021 of a report from (B)(6) hospital on a viewflex xtra ice device hat experienced a tip fracture when the physician tried to re-insert the device through the sheath. This incident occurred during a procedure. Innovative health received the device on 19-jul-2021 and confirmed the tip was fractured. There was no injury reported.

Event description:
The tip of a viewflex xtra ice catheter was reported to break when the physician tried to re-insert it through the sheath. No injury reported